Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the elevated bg by consuming water and using the pump deliveries to "help catch up" readings. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.